Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported worsening mr appears to be due to procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6)2017 to treat mixed mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted reducing the mr to 1+. On (B)(6)2017, prior to discharge a transthoracic echocardiogram (tte) was performed, which showed that the clip detached from the posterior leaflet and remained on the anterior leaflet (slda). Mr increased to 3-4+. On (B)(6)2017, a second mitraclip procedure was performed to stabilize the slda clip and to further reduce mr; one clip was implanted reducing mr to 1-2+. The patient remains stable. No additional information was provided.